Event description:
The wife reported via phone call that the customer had a low blood glucose event. Customer's blood glucose was 38 mg/dl. The wife attributed the customer's low blood glucose to their settings. The customer declined to troubleshoot for the customer's low blood glucose. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).